Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
This is an individual patient event from a literature review with additional information provided. It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 9f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide suture came out. Two other proglide were attempted, however, there was difficulty advancing and the sheaths kinked during insertion due to the relatively steep angle of cannulation required for vessel puncture in this morbidly obese patient. A 9f tear-away sheath was then advanced over the wire and proglide devices were re-inserted through the 9f sheath providing support for the proglide sheath. The two proglide sutures were successfully preplaced. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Details are listed in the article, titled: the challenging groin, femoral access technique in tavr.